Event description:
Nurse practitioner was conducting a vaginal exam using the mckesson brand speculum. During the exam, the speculum broke cutting the pt's vaginal wall.

Manufacturer narrative:
Attempts to gain add'l info concerning this event has not yet yielded any results. Upon receipt of any add'l info, this report may be supplemented as needed.